Event description:
It was reported that the implant came off of the driver and was dropped during surgery. The procedure was completed with a another implant.

Manufacturer narrative:
Zimvie complaint number (B)(4). It is unknown if the device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.